Event description:
The customer reports that the comfort curve test strips are labeled with an expiration date of 09/30/2008. Batch record verification confirmed the expiration date as 9/30/2007. No reported symptoms/actions/treatment. No adverse event reported. New system sent to customer and return requested.